Event description:
An impella 5.5 device was inserted via the axillary artery in an 85-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai stage e. The patient was initially supported with an impella cp but required escalation due to profound hemodynamic instability and the need for additional cardiac output. Transfer for va-ECMO or impella 5.5 placement was declined by outside facilities due to the patient¿s critically ill condition. The patient was highly unstable, not transportable, and dependent on impella support and a suprarenin infusion. The clinical team obtained an impella 5.5 device from a nearby center; however, due to very complex and anatomical vessel characteristics, advancement of the pump was significantly challenged. Despite attempts at placement, it was not possible to advance and position the device quickly enough. The therapy was ultimately withdrawn. The pump was implanted, but the patient remained under CPR throughout the intervention and never achieved return of spontaneous circulation (rosc). The reported events include failure to advance, medical device removal, hemodynamic instability, and death. The death is conservatively being reported to the impella 5.5 because the device was in use at the time of death; however, based on the available information, the patient¿s outcome is most plausibly attributed to the underlying scai stage e cardiogenic shock and profound instability.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected information has been provided in d4 serial number. Corrected information has been provided in d4 catalog number. Upon review, it was identified that the reporter also sent report to FDA (e4) was inadvertently omitted in error and has now been updated. H6 investigation type and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the delivery issue was determined to be patient condition related to the patient¿s very complex and anatomical vessels.